Manufacturer narrative:
There was no reported patient impact associated with this complaint. The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed no evidence of any unexplained power events. The battery compartment was observed to be cracked. The battery cap was found to be stripped. The battery cap would not fully tighten to the pump and the pump would not power on. A test cap was inserted and the pump was exercised for 24 hours without any power issues. The pump was opened and no defects were found to the power circuit. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
It was reported that the pump lost power.